Manufacturer narrative:
The field service rep determined the cause to be a problem with the reagent probe. Customer replaced the rt1 sr reagent probe. To verify analyzer performance, a comparison study with the other instrument and controls were run which were within specification.

Event description:
User experienced one patient sample with discrepant results for vancomycin. Initial result gave 2.0 umol per l; repeat on same analyzer gave >5.0 umol per l. Sample repeated on another integra 800 at customer site, resulting at 1.0 umol per l. No erroneous results were reported.